Event description:
Philips received a complaint from the customer on the v60 indicating that a low leak-co2 rebreathing risk alarm had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone: (B)(6) reporter phone number: (B)(6)

Manufacturer narrative:
The field service engineer (fse) replaced the flow sensors to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.